Manufacturer narrative:
The product is not available for evaluation and testing. Additional information to be submitted 30 days upon receipt.

Event description:
During an angioplasty procedure of a lesion located in the internal carotid artery (ica), this balloon ruptured at 10 atmospheres. The patient is a male (age unknown). The vessel had mild calcification, mild tortuosity and 70% stenosis. The product was properly inspected and prepped prior to use. There is no information as to where the physician made access to the patient. The physician advanced the balloon over the guidewire, to the lesion, and inflated the balloon with an indeflator. There is no information as to if there was any difficulty accessing the lesion with a guidewire, or crossing the lesion with the balloon. After the balloon ruptured, the physician safely removed the product from the patient and another balloon catheter was used to successfully complete the procedure. There was no reported injury to the patient.